Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has confirmed that the white and orange wire of c-d cable was pinched. The root cause for pinched cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.